Manufacturer narrative:
The referenced driveline infection was reported under medwatch MFR report# 2916596-2017-02741. (B)(4). Approximate age of device - 2 years, 1 month. (B)(4). The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during the course of therapy, the patient experienced chronic (B)(6) driveline infection, and that the patient had expired on (B)(6) 2017. On (B)(6) 2017, the patient was hospitalized for driveline infection and was discharged on intravenous vancomycin. On (B)(6) 2017, the patient was re-admitted for increased driveline drainage. Infectious disease was consulted and recommended that the continuation of vancomycin for six weeks. The patient experienced dyspnea on exertion and reported a 10 lb weight gain over 3 weeks. On (B)(6) 2017, the patient was presented with shortness of breath and 30 lbs weight gain. The patient had been treated with metolazone as needed, and bumex three times daily. The patient was admitted for diuresis in the setting of acute on chronic heart failure symptoms and was aggressively treated with bumex. The patient was diagnosed with hypothyroidism, and a cardiac catheterization revealed elevated filling pressures consistent with the diagnosis. The patient continued treatment with bumex until experiencing decreased urine output and rising creatinine. The patient became anuric and encephalopathic concerning for uremia. On (B)(6) 2017, the patent experienced acute respiratory distress and mentation changes. Neurology was consulted for altered mental status. The patient was sometimes confused, and appeared acutely agitated and anxious. The family reported the patient had a previously unreported history of stroke with some residual paraphasic errors. On (B)(6) 2017 3:45, the patient expired. The principal diagnosis for cause of death was reported to be acute on chronic combined systolic and diastolic congestive heart failure, and secondary causes included left ventricular assist device (lvad) complication.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) reported events could not be determined conclusively through this investigation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.